Event description:
It was reported that noise was seen on a strip found through routine post surgical device evaluation. The patient did not receive therapy. It was determined there was a surgery and the rep suspects that it was shorts bursts of cautery to seal a bleeder associated with placing something for dialysis. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.